Event description:
Pt called in on (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 8:00 pm. Pt used her prodigy meter and said she received a reading of 177 mg/dl. She then took medication (jampaduepo) to lower her blood glucose level. The pt's son later noticed that the pt appeared incoherent and drove her to the ER. A second test on the pdc meter was not performed. ER meter read 29 mg/dl. Pt was administered 4 bags of IV and given an unknown liquid injection. Pt was in the hospital that night until 9:00 am the next morning. She was unsure of her glucose level at discharge. Per pt, last meter readings are: 7-day avg 224 mg/dl, 14-day avg 189 mg/dl, 28-day avg 166 mg/dl, (B)(6) at 7:00 am 177 mg/dl, (B)(6) at 1:56 am 178 mg/dl, (B)(6) at 6:22 am 299 mg/dl, (B)(6) at 6:09 am 306 mg/dl, 09/22 at 7:43 am 272 mg/dl. Prodigy sent a replacement meter with a prepaid envelope so pt can return suspect product (s) for evaluation.